Manufacturer narrative:
The reported device does not meet criteria for reporting as it is not approved for sale in the us. The initial MDR 3500a was filed in error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary - the device was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2017-08189.

Event description:
A customer reported following implant of a glaucoma filtration stent, the patient experienced an iop spike and was treated with antiglaucoma medications. Additional information was requested.